Event description:
It was reported that during an unknown procedure, the clips would not release at first, but when the clip finally released the clip would not stay on the duct. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.